Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s spouse on (B)(6) 2020. They reported that they received a letter from the man ufacturer company and that the removal procedure had been scheduled but they had to cancel because the patient and caller both got covid19 (not alleged to be related to the device/therapy) and the patient currently had bronchitis (not alleged to be related to the device/therapy,) and so they have not re-scheduled the removal procedure yet. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported they haven't had the ins on for a couple of years. It didn't really help their problem of urinating too often. They had tried every one of the different settings. They said they would keep it on a setting for a week or so but some settings he couldn't stay on because it would bang them so hard. The patient could not confirm when the difficulty started and said it worked for a while and then just continue what it was doing. They turned it down because it was aggravating them so bad. They said they are now having a problem where the unit is in their back where it went to the nerve. They said it doesn't do it all the time, just certain ways they move. In the morning when the get up they will have the problem. Their legs give out. The said it irritates when they sit. If they press on the unit they can locate the pain. They said the nerve problems have been going on for a week and a half or so. The patient was wanting to know about removing the system and if that was possible. The patient was redirected to their healthcare professional.  There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. It was reported that the patient said that every now and then, the patient feels a pain down their leg. The doctor thinks this pain is being caused by the stimulator, even though the stimulator has been off for years. The patient saw the healthcare provider (hcp) on (B)(6) 2020 and stated that device was scheduled to be removed but got canceled because the healthcare provider (hcp) got covid-19. No further complications were reported.